Manufacturer narrative:
Product complaint # (B)(4). The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was returned inside it's packaging opened with the crushed ampoule and dried formulation inside the bulb. The filter is purple in color due to contact with the formulation. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. Visual inspection shows that all the components of the applicator are present and appropriately assembled. As part of quality process all devices are manufactured, inspected, and released to approved specifications. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a wedge resection on (B)(6)2023 and topical skin adhesive was used. When dr. Pressed the application tube to crush glass ampule, the glass fragment punctured out of the tube and prick doctor's finger. Doctor confirmed that no fragment existed and took care of his wound well. No reported adverse consequences. Additional information has been requested.

Manufacturer narrative:
Product complaint #(B)(4) additional information: h6 component code: g07002 - device not returned additional information provided: doctor used to use dermabond. He followed the same process as before, but this event happened. Patient status/ outcome / consequences -->no was surgery delayed due to the reported event? --> no, was procedure successfully completed? --> yes, were fragments generated? --> yes, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown, additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What was done to treat the shard penetration? >> doctor took off surgical glove, then squeeze the skin around the wound to make sure there¿s no shard left in the wound. After that, doctor disinfected the wound. ¿ was medical or surgical intervention required? >> no ¿ was there any special diagnostic test performed? >> no ¿ what is the status of the surgeon injury today? >> seems ok now ¿ was it difficult to break the ampoule (was extra force needed to break the ampoule)? >> no, doctor said that he broke the ampule as before and didn¿t apply extra force. ¿ was the ampoule crushed repeatedly? >> doctor broke the ampule by himself only. Doctor said, to make sure that the adhesive liquid blended completely, he always pinched the ampule for a few times. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.